Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) stated he had an MRI appointment but pt has not used the ins in awhile. Patient clarified he has not used stimulation therapy in over a year. Patient services (pss) asked why pt has not used therapy and patient stated the ins / therapy was more trouble to him - patient stated therapy would work for him but he would have to charge the ins and he had difficulty with recharging the ins. Patient stated that it would be hot and burning during recharge. Pss did try to clarify with patient what was getting hot and burning and patient stated he didn't know and that "he just felt hot" during recharge of the ins since asked unknown event date patient does not have the equipment with him at this time. Pss suggested patient discuss the issue with the local field rep if he intends on using therapy in the future. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.